Event description:
Vns pt has been going to court frequently and that when the courthouse security scan their body with the metal-detecting wand, they collapses in severe pain. There is no loss of consciousness, but the pt does experience a seizure afterwards. Treating neurologist indicated that the pt's condition is stable. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigatio to date has been unable to determine whether the vns therapy system is properly functioning or why the use of the metal-detecting wand on this vns pt has resulted in the reported response.